Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the catheter could not be inserted into the sheath. The cardiologist then removed the sheath, and took another one from a new kit to perform the procedure successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the catheter could not be inserted into the sheath. The cardiologist then removed the sheath, and took another one from a new kit to perform the procedure successfully. There was no reported injury to the patient.

Manufacturer narrative:
Distributor: name: (B)(4). Device evaluation: the iab was returned unused with the membrane folded inside the t-handle. No blood was visible on the catheter. The insertion components were also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was performed using an 7.5fr laboratory sheath since the sheath was not returned for evaluation. The technician was able to successfully insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the catheter could not be inserted into the sheath. The cardiologist then removed the sheath, and took another one from a new kit to perform the procedure successfully. There was no reported injury to the patient. The indication for use was that the patient's blood pressure was low and iab was used to assist operation.